Event description:
The site reported that the table rapidly moved upward to its maximum height as the operator was preparing for a head scan of a patient. The table then stopped on its own and could not be moved. The operator also was unable to move the cradle to get the patient out of the gantry. The patient was able to remove herself from the gantry by sliding down toward the foot of the table. There was no injury sustained by the patient. The concern is for a serious injury due to patient contact or entrapment as a result of this incident.

Manufacturer narrative:
The ge field engineer (fe) inspected the system's elevation actuator and discovered that the drive shaft had sheared off, allowing the gas spring to drive the table up to the maximum height. The fe replaced the actuator and verified that the table was performing according to specifications.